Event description:
It was reported that the patient presented to hospital with bradycardia. It was noted that the implantable pulse generator (ipg) had reached normal elective replacement indicator (eri) and there was suspected loss of capture on the right ventricular (rv) lead. The rv lead remains in use and the ipg was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.